Manufacturer narrative:
Sections b2, b5, d10, h3: additional information section h3: the explanted device has been received for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6)2019 due to suspected pump thrombosis. The patient was reportedly doing well after exchange with plans to discharge soon.

Manufacturer narrative:
Approximate age of device -- 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had increased lactate dehydrogenase (ldh) and concerns for possible pump thrombosis. Log file review showed power and flow trended upward while pulsatility index (pi) trended downward with a few sporadic power elevations. The patient was admitted on (B)(6) 2019 with no symptoms. On (B)(6) 2019, a ramp transthoracic echocardiogram (tte) was performed. An lvad coordinator was present at bedside for real time interpretation of images and adjustment of lvad speed. The patient's baseline lvad speed was 9600rpm. Velocity in the inflow cannula was normal. Left ventricle (lv) systolic function was severely decreased and lv ejection fraction was 10%. Lv cavity was severely dilated and lv end diastolic diameter (lvedd) was 7.7cm. Right ventricle was normal size with normal systolic function. Mild tricuspid regurgitation was noted. Pacemaker/ICD lead was seen in the right atrium/rv. At the baseline speed of 9600rpm, the IV septum deviates to the right, the aortic valve opens at least partially with every ventricular systole with a full excursion on most beats. There is severe mitral regurgitation (mr) and trace aortic insufficiency. The lvad speed was ramped up to a peak speed of 12000rpm resulting in closure of the aortic valve throughout the cardiac cycle. There was a decrease in lvedd to 6.5cm, significant reduction in the mr, and deviation of the septum to the left. Final lvad speed was 9800rpm. Also on (B)(6) 2019, a 4 dimensional CT scan was performed. There was stable position and appearance of the lvad. Asymmetric hypodensity was noted around the outflow cannula which may represent minimal twisting, but no high-grade stenosis is seen in the portions of the inflow and outflow cannula that are not obscured by streak artifact. There was resolution of perioperative changes (mediastinal hemorrhage and small bilateral effusions). The 4d CT scan also showed newly appearing moderate enlargement of the lv and interval resolution of the left pulmonary artery emboli. The plan is to keep the patient admitted in the hospital given concern for pump thrombosis with labile ldh and continue patient on heparin drip.

Manufacturer narrative:
Additional information: correction. Manufacturer's investigation conclusion: the report of suspected thrombus was confirmed during the evaluation of vad-61071. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus around the outlet bearing ball. The tissue did not show laminated layering, indicating it did not form in the outlet stator. The tissue appeared denatured and contact marks on the outlet bearing cup and pump rotor indicated that the thrombus was present for an undetermined period of time during pump support. The observed thrombus could have contributed to the reported increase in ldh and flow issues. The evaluation could not conclusively determine the origins of the thrombus. Visual inspection of the pump bearings under a microscope found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The submitted log file contained data from 6/2/2019 to 7/3/2019. The majority of the captured events were routine power source exchanges. The pump set speed was increased multiple times over the duration of the log file, resulting in the upward trend in pump power and estimated flow observed by technical service. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the pump functioning as intended. Heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.